Event description:
New information states that the device was reprogrammed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with autocapture in high output mode. No intervention was reported. The patient was stable before, during, and after the merlin transmission and would continue to be monitored.